Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, there was insufficent coagulation. The surgeon applied cautery to complete the procedure. The hospital has reported no patient injury occurred.